Event description:
It was reported that during an ovarian resection procedure, an error was displayed. When the doctor cleaned the tip of the blade, it was broken out of the patient's body. Another device was used to complete the case. There were no adverse consequences to the patient.

Manufacturer narrative:
Information anticipated, but unavailable at this time.